Event description:
Information was received from an mdt rep regarding an implantable neurostimulator. The reason for call was caller stated that they are in the middle of a procedure to revise the lead(s) because of impedance issues. Caller asked on behalf of the doctor if there had been any reports of issues with the inceptiv battery and getting 'metal on metal' as far as electrode connection inside the ins. Agent asked if the new leads were preexisting leads and the caller said that they were, rep then refenced the pt's info and recent ins replacement. Caller mentioned that the believe they called in a couple times on this pt (though agent saw no record of any calls in cmf). Rep notes he checked the impedance values and put lead back into the battery again to make sure that there was metal on metal connection (in the ins) and the 0-7 kept coming up with 'x's' on the connectivity check. The caller confirmed that the patient's impedances were not good prior to the procedure and they are still not good. The patient has foot neuropathy. The issue was not re solved through troubleshooting. On (B)(6) 2026, rep reported that the ins replacement he mentioned during the call was due to normal eri. The notified date of the high impedances is the date of the call. The impedances with ¿x¿ were high but rep didn¿t note the exact values. The cause of high impedance was unknown. The hcp decided to replace the leads. New leads were implanted and no further issues were noted. Patient is doing well after the surgery. The explanted leads were discarded and will not be returned.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2026 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2026 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-dec-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 16-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.